Manufacturer narrative:
Updated fields: b4, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that when they inspected the unit the zero button had been pushed into the unit. Fse was able to remove the front end board and manually straighten the bracket that the button is attached to. The unit was then reassembled and was able t use the zero button properly. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation of e1( event site name):(B)(6).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. 0 button is not working. There was no patient involvement.